Manufacturer narrative:
The thermogard xp ivtm system (s/n (B)(6)) displayed a tcmid:06 (ce post failure) error message during power-on-self-test was confirmed during event log review and during functional testing. The root cause tcmid:06 error was due to a defective cooling engine (ce), as a result of normal wear and tear. The thermogard console was manufactured in april 2011 and is more than 10 years old, well past its expected serviceable life of 5 years. During visual inspection of the thermogard console, it was noted that a broken bumper, loose top lid, pump lid and module ac power input, worn white rollers, a degraded window display, a burnt assembly ce wire harness at terminal p18 plug and spilled saline fluid at the rear housing bracket were observed. These types of physical damages/loose/worn/degraded/burnt parts and spilled saline could be attributed to user mishandling and/or normal wear and tear. All observed damages and faulty parts were replaced to address these issues. The event logs were reviewed and showed the occurrence of multiple tcmid:06 error messages. The console failed the functional test due to tcmid:06 error message displayed upon power-on-self-test (post). The root cause was due to a defective cooling engine (ce). To remedy the error message, the cooling engine was replaced. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information and there was no similar issue reported for the thermogard console with serial number (B)(6).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During annual preventive maintenance, the thermogard xp ivtm system displayed a tcmid:06 (ce post failure) error message after power-on-self-test. No patient involvement.